Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 305180. Batch#: 4178969. Verbatim: nursing reported to me today that in our ch hem/onc dept, we had an incidence of coring while using bd 305180 and bd 309646 to aspirate fluid from a 20ml bottle of saline. 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No, we determined this was a near-miss case. The device was not used on a patient. 2. Can you please provide the lot number associated with reported issue? 4178969. 3. Total number of occurrences? (B)(4). 4. What is the medication being used when coring is occurring? Ondansetron. 5. Is the same needle being used to puncture multiple vials? Yes. 6. Is the needle entering the vial at a 90 degree angle? Yes.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation it was reported coring occurred while using bd material 305180 to aspirate fluid from a 20ml bottle of saline. To aid in the investigation, two samples with no packaging blisters were received for evaluation by our quality team. A visual inspection was performed with 30x magnification. There were no defects, imperfections, damage, defective grind or hooks observed. The bevels and etch were good. A device history record review was completed for provided material number 305180, lot 4178969. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received.